Event description:
It was reported that the patient was in a lot of pain; thoracic pain (underlying pain) was getting worse so they were trying to increase the morphine dose to decrease the pain level. They could not increase the bupivacaine or the patient would not be ambulatory. The patient was barely able to walk and they didn't want to increase the bupivacaine in fear that he wouldn't be able to walk at all. The current concentration of the morphine was 14.3 mg/ml and the dose was 5.06 mg/day. They wanted to increase the morphine dose to 5.315 mg/day and decrease the bupivacaine dose to 8.48mg/day from 10.12 mg/day; decreasing the concentration of the bupivacaine from 28.6 mg/ml to 22.8 mg/ml. The pump was delivering bupivacaine and morphine. It was reported that the morphine dose was increased and the bupivacaine dose was decreased. After the change was made, the patient was doing much better and was no longer experiencing difficulty walking. It was stated that the patient made a ¿complete turnaround¿ and the patient¿s wife ¿got her husband back¿. A chart note from (B)(6) 2013 was later provided. The reason for the appointment that day was lower back pain, thoracic spine pain and to discuss a pump adjustment. It was reported the last changes that were made, lowering the bupivacaine and increasing the morphine worked well for the patient but he was still having chest pain. It was noted the patient also took oral hydrocodone, half a tablet every four hours, and baclofen one to three tablets at bedtime. The patient was reportedly complaining that day of pain located in the neck, back, hips and legs. The patient reportedly began ¿years ago¿. The pain would occur without any precipitating event or trauma. The pain was described as ¿shock-like, sharp, pins and needles, numbing, burning, shooting, and stabbing¿. The pain radiated from the patient¿s lower back down to their left leg. The severity of the pain was six out of ten on average with a maximum of nine and a minimum of four. The timing of the pain was continuous. The patient¿s pain was improved by lying down, medications, position change and rest. The pain was aggravated by activity, bending, coughing, lifting, sneezing, lying down, walking, standing, sitting, physical therapy and touch. Overall, the pain had reportedly increased. It interfered with the patient¿s general activity, mood, social activity, sleep, enjoyment of life and ability to concentrate. Upon review of systems, in the chart note that was provided from (B)(6) 2013, it was reported the patient admitted sleep disturbance, anxiety and a depressed mood. It was reported imaging studies that had been performed included no recent imaging. Treatments had included narcotics, intrathecal pain pump, spinal cord stimulator, tens, physical therapy and bed rest. Medications that had been utilized included non-steroidal anti-inflammatories and muscle relaxants. The relief the medication provided was 60-70%. Side effects of the oral medication included constipation, dizziness and headache. The patient¿s vital signs at the appointment were a heart rate of 58, blood pressure of 151/71 and respirations were 16 per minute. Upon the health care provider¿s (hcp) general examination that day of the patient¿s extremities found decreased sensation equally on both hands. The patient¿s left knee had a limited range of motion and it was noted their left ankle was in a brace due to drop foot. The treatment plan as a result of the visit included continuing the patient¿s oral pain medication, norco and the hcp made a ¿very small¿ adjustment in the pump so he could reset the ptm. The hcp also planned to make an increase in his morphine concentration by 10% so that the patient¿s next pump fill would be reflecting a 10% morphine increase without changing the bupivacaine dose at all. The hcp was to see the patient for another refill ¿after the end of january¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).